Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported during a laryngeal dilatation, a pta balloon appeared to be longer under guided fluoroscopy than what was labeled on the package. The health care provider reported this was the third balloon used in a series of three balloons for the progressive dilatation, and the balloon was used to successfully complete the procedure. There was no reported consequence or impact to the patient.